Event description:
It was reported that during the implant of a transcatheter aortic valve into a previously implanted transcatheter aortic valve, an unspecified event occurred that lead to patient death. Additional information was received that the first implanted valve was a 26 millimeter (mm) medtronic transcatheter aortic valve that had failed due to aortic regurgitation. The second valve was a 26 mm medtronic transcatheter aortic valve that was implanted prior to the patient's death. Per the physician, the cause of death was unknown and it was unknown if the second valve and delivery catheter system (dcs) could be excluded as contributing factors.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that severe central aortic regurgitation was observed in the first valve. The second valve was c onfirmed to have been implanted valve-in-valve. It was reported that the second valve resolved the regurgitation.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.